Manufacturer narrative:
The subject device was received and evaluated. Device inspection, service found the reported e315 error was not able to be confirmed , however, noted that an error e315 occurrence is a sporadical failure where failure cannot be confirmed but the occurrence is likely. Furthermore, during device evaluation, the following findings were observed: illumination light flare, image condition (electrical ghost observed). The bending angle is insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the extension of the angle wire. The curved rubber adhesive is missing. Liquid leakage to the scope connector due to handling observed. There are scratches on the insertion part serpentine, operation part, tip cover, switch box, control knob, insertion part, adjustment ring, grip, universal cord due to external factors. Dirt on the operation part, scope connector that is difficult to remove due to handling (insufficient cleaning) noted. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of error e315 occurred on the device. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported e315 error code. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because either the image sensor, internal circuit board of the endoscope connector, or video system center failed. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the device problem was observed before an unspecified procedure.